Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads (9/30/2020 expiration) and battery pack (7/31/2022 expiration) were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED's asi is flashing red and prompting a "replace battery pack now" warning. The customer did not report this occurring during patient use. During troubleshooting of the device with customer service it was found that the AED would not power on.